Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power cord plug had been bent and had been difficult to plug into the outlet. The field service engineer (fse) troubleshot the issue and identified damage to both the power cord and the network cable. The fse replaced the power cord and the network cable provided by the customer, then rebooted the system and successfully tested all devices. Preventative maintenance procedures were completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es several data cables between the main unit, auxiliary unit, and tower were frayed, and the power-cord plug was bent and difficult to insert into the outlet. The damaged cables and bent plug posed a potential electric shock hazard due to possible exposure of live conductors. However, there were no delays or adverse events or injuries reported based on this event.